Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an attempted arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 16fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide devices. Reportedly the cuff misses were due to the calcified artery. The tavi procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received. A non-abbott device was used to achieve hemostasis, not manual compression as previously reported. No additional information was provided.

Manufacturer narrative:
Naa2, a3, a4: patient information added. B5: event description corrected. E1: physician name updated.